Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted in the patient's ocular sinister (left eye). (B)(4). Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted in the patient's ocular sinister (left eye). A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported at the 3-month study visit zxt150 21.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. Os monocular bcdva at 3-month visit was 20/16 and preop bcdva was 20/25. It was reported the patient is extremely bothered by halos, starbursts, and glare, causing difficulty driving at night. The patient will receive a lipiflow treatment per the study protocol, will return in 4-6 weeks for a follow-up visit, and no other treatment is planned at this time. At the four (04) month study visit, subject reported extreme halos and starbursts, moderate bother with glare, all of which caused difficulty with driving, and moderate bother with multiple or double vision, causing them to blink a lot while reading. The monocular bcdva for this visit was 20/25 os. No further intervention was scheduled at the time of the visit. This was the final study visit for this subject, so we will not receive any more updates unless an intervention takes place. The patient has bilateral lens implants. This report captures the iol implanted in the patient's ocular sinister (left eye). A separate report will be filed for the patient's ocular dexter - right eye. No additional information was provided to johnson & johnson surgical vision.